Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the proximal end of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead. Visual inspection also noticed that rs- ptfe is bunched in a few places. Translation (bunching) of the eptfe covering when passing through a constricted area. Expanded-polytetrafluoroethylene (eptfe) functions to allow rapid wetting by body fluids and prevent tissue in-growth. Eptfe is covered on the surface of both the distal and proximal shocking coils. If bunching occurs it may leave the exposed coils susceptible to tissue ingrowth (equivalent to other non-gore defibrillation leads).

Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted due to placement difficulties. During implant attempt the lead suffered gore covering and insulation damage, which reasonable evidence suggest may have been related to the implanting technique. This lead was removed and replaced, and it was returned to boston scientific for analysis. No adverse patient effects were reported.